Event description:
Additional information was received that the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the lead site and experienced ineffective therapy. High impedances were measured at the lead contacts. The lead incision site was drained, the patient was placed on antibiotics. As a result, surgery may occur to address the issue.